Manufacturer narrative:
Device analysis: the returned device was analyzed and the reported allegations of reservoir micropuncture was confirmed. Based on a review of all available information, the cause of the reported event was determined to be due to sharp instrument damage, but the root cause of the sharp instrument damage was not determined. The investigation conclusion code of no problem detected as no device malfunction reported related to the reported events was found during the product investigation. Visual inspection confirmed the device allegation, but the device was functionally tested and no malfunction was identified. The product analysis results and event report provided no objective evidence that would warrant further escalation.

Event description:
It was reported that the patient underwent a revision procedure due to the device not working properly resulting from a reservoir micropunture with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and reservoir was explanted and a new ipp cylinder, pump, and reservoir was implanted. During diagnostic testing is when the micropuncture was identified. The issue began about 10 weeks prior to surgery. The patient got well following the procedure.

Event description:
It was reported that the patient underwent a revision procedure due to the device not working properly resulting from a reservoir micropuncture with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and reservoir was explanted and a new ipp cylinder, pump, and reservoir was implanted. During diagnostic testing is when the micropuncture was identified. The issue began about 10 weeks prior to surgery. The patient got well following the procedure.